Event description:
It was reported that during a vena cava filter deployment procedure, upon deployment the filter did not fully expand. A snare device was used to capture and retrieve the filter successfully. Another filter was prepped and deployed without incident. There was no reported pt injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this failure mode. The filter was returned with two cross legs; however, it is unk if the legs became crossed during deployment or retrieval. As images of the procedure were not provided, the investigation is inconclusive for the reported issue. Based on the available info, the definitive root cause is unk. It is unk if pt and/or procedural factor contributed to the event. Sections a through d: the info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.